Event description:
It was reported that during an infusion set and cartridge change on an ilet system, the user could not observe drops during fill and a cartridge leak was identified with a documented nadir blood glucose of 53 mg/dl; the leaking cartridge was replaced, the set was applied, tubing and cannula were filled, and insulin therapy was resumed. Customer care provided the user troubleshooting assistance, a successful supply change, and a goodwill shipment of supplies was arranged. Investigation of this case revealed leakage associated with a seal issue consistent with a reservoir component problem, aligning with a leak/splash device issue. Symptoms included shaking/tremors, dizziness, confusion/disorientation, and malaise associated with, hypoglycemia followed by recovery to normoglycemia. Outcomes included oral glucose intake without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.